Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the ngp 640g insulin pump which is not marketed in the united states. However, the device is similar to the ngp insulin pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the retainer ring  and battery compartment of the insulin pump was damaged. Customer reported blank display and battery cap contacts was damaged. No harm requiring medical intervention was reported. Troubleshooting was performed and replacement was sent. The product will not be returned for analysis.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Retainer ring = missing. Case type = ngp. Customer returned pump for an alleged blank display, battery cap contact damage and cosmetic damage located at back of the pump and at retainer ring found on 28-sep-2022. The pump passed the active current test, sleep current test and self test. Pump received with missing retainer ring. Unable to perform displacement test or lock a test p-cap into the reservoir compartment due to missing retainer ring. No blank display noted during testing. Successfully downloaded history files and traces using thus. The power management tool confirmed pump error 25 was triggered when the backup battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to moisture damage on pcba 1 and pcba 2. Pump error 25 on 09/28/2022 at 22:00:00.000 was found in the history files. Pump was cut open to perform visual inspection and found moisture damage¿on the electronic assembly, motor and force sensor.¿ the following were noted during visual inspection: cracked case corner of the belt clip rails near the battery compartment, cracked case behind the pump at the battery compartment, cracked battery tube threads, broken belt clip rails, serial number label stained, serial number label fading, broken reservoir tube lip, missing reservoir tube o-ring, end cap address label fading, pillowing keypad overlay, keypad overlay texture damage, damaged display window cover and cracked select button keypad overlay. Blank display was not observed during analysis. Blank display was not confirmed. Missing retainer ring confirmed. Cosmetic damage confirmed behind the pump at the battery compartment, at battery tube threads, at corner of the belt clip rails near the battery compartment, at belt clip rails and at reservoir tube lip. Unable to confirm battery cap contact damage due to pump being received without original battery cap. Pump error 25 confirmed due to moisture damage on pcba 1 and pcba 2. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The initial report was submitted with missing information. The information had been updated and provided with this report in section b5. Medical device problem code has been updated and provided with this report in section h6. The information provided with the initial report in section h6 (3010) was incorrect.

Event description:
Customer got in touch informing that today they woke up and noticed that their insulin pump was not working, they tried to change the battery, but the insulin pump was not turning on. Customer inspected that the battery cap was damaged or corroded. The device was returned for analysis.